Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Justification for no UDI, this device was manufactured before UDI requirements.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.